Event description:
It was reported that prior to da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report the console right manipulator kept faulting. Tse reviewed the logs and found 23025 and 25551 for the right mtm. Prior to calling the customer did a hard power cycle of the entire system. The system powered up with the right mtm still faulting out. Tse had her move the manipulator around and try to recover it. But it faulted out again. The customer decided to hard power cycle only that console and again it faulted at power up. The customer was going to either disable the arm or find another console. The system was dual console, so they still had the other console to complete the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and did confirm the right manipulator faulting. In logs, the error 23025 was found indicating encoder quadrature failure on mtm axis 1, confirming the fault occurred in the field. Upon visual inspection, the mtm was installed onto a golden system where the error was triggered indicating fault on the axis 1 replicating the reported event. The mtm was then installed onto a surgical function test platform (sftp) where power up was found to be failing on the axis 1. Once testing was completed, axis 1 motor was applied behavioral analysis tested and were verified to be the source of the fault. As a result of these findings, failure analysis concluded that axis 1 motor was found to be the root cause of the reported event.